Event description:
Lap band inserted at mca in 2003. Port removed due to infection in 2007. Next day, egd showed lap band had perforated the stomach. Lap band removed and pt became septic. Transferred to ICU at another facility. Lap band implanted for bariatric surgery in 2003 - readjusted x 1 for slippage- date and lap band port replaced in 2005. Dates of use: 2003 - 2007. Diagnosis or reason for use: bariatric surgery. Event abated after use stopped or dose reduced? No.